Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Linked to mfg report number: 3013886523-2022-00305. A facility reported a cable failure error was displaying on the cerelink monitor. Customer replaced the yellow transducer cable but was still getting the message afterwards. Sales rep got him to reboot - same message. Reboot again disconnecting all cables - same message. Tried various ways of rebooting but kept on getting message. They swapped the cable out again and even the cerelink monitor but couldn't resolve the issue.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h7, h10. Cerelink monitor was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.